Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. The loading catheter was not included in the return. A photo of the product labeling was also provided and confirmed the product and lot number. The product was returned with the handle in the firing position with the trigger cord knot pulled through the seal but not placed into the slit in the spindle of the handle. There was also a knot in one strand of the proximal end of the frayed trigger cord. When the trigger cord was removed from the handle the braided portion had condensed into a bundle of cord that prevented advancement past the seal. Both legs of the distal end of the trigger cord had been cut just above the barrel which had 5 bands remaining on it. It was also observed that the proximal section of the trigger cord was significantly stained with blood. The trigger cord was also frayed at the distal end knot where the 2 legs of the cord separate. An attempt was made to simulate the damage to the trigger cord. A trigger cord and loading catheter from our stock was used with the blue hook connected to only one of the strands below the proximal knot. The cord was pulled through our scope without any resistance but upon reaching the rubber septum (seal) of the 2-way handle, the trigger cord formed a bundle of cord at the proximal knot similar to the returned trigger cord. However, the additional knot in the single strand did not form. Due to the condition of the returned product, no functional tests could be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our investigation confirmed the trigger cord was formed into a bundle in the handle stem preventing advancement. This bundle of cord was created when the trigger cord was incorrectly placed onto the loading catheter. The trigger cord should be placed over the hook of the loading catheter. The individual strands of the trigger cord should not be placed on the hook of the loading catheter. The IFU includes a photo of the appropriate set up and includes the following guidance "attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook." Prior to distribution, all 6 shooter saeed multi band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided and device evaluation that the trigger cord was attached incorrectly to the loading catheter, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an unspecified ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that when the physician attached the trigger cord to the hook on end of loading catheter, the device was stuck (could not move on or remove)in the scope. He finally cut off the trigger cord and removed the cap. Replaced a new set of device to complete the procedure. There was no reportable information at this time. The device was received (B)(6) 2023 with a band missing.[band prematurely deployed-subject of report] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be provided within 30 days of submission of this report.